Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with high blood glucose of 411mg/dl. The customer experienced vomiting and body ache. The caller mentioned that the customer was having difficulty inserting the needle and the insulin pump was not functioning properly. Troubleshooting was performed, and no damage to the drive support cap noted. Assisted the nurse to run a manual prime test and the insulin did exit. The time and date were correct. Reviewed the alarm history and found multiple no delivery alarms, low reservoir and motor error alarms. Performed the displacement, self test, and high pressure and they passed. No further information was provided.